Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the customer reported complaint of tip or cable broke. Failure analysis found that the one grip was bent, causing side-to-side misalignment of the grips. There was a .028 offset at the tips. The bent grip did not exhibit separation of the yaw pulley and the pulley cover at the glue joint, indicating the likely cause of the bending remains overloading at the tip. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. Failure analysis observed that the distal end of the main tube had various scratch marks with light material removal. The scratches were .027 - .068 in length and not aligned with the tube axis. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. O do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, main tube abrasions, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that the fenestrated bipolar forceps instrument tip or cable broke during a da vinci si myomectomy procedure. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.